Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a venous leak due to cracking at the venous pod. The product was saved in a biohazard bag as it is covered in blood. Grabbed a fresh set of bloodlines with same lot # and set it aside. There was 60 ml of blood loss.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample in open packaging and four photographs depicting the lot information label and site of the reported defect were provided for evaluation. A visual examination was performed on the photographs and sample, and it was noted that the crack that caused leakage of the product was located along the venous line where the blue connector and venous pod are bonded. Based on the evaluation results, the reported defect of cracked pod was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.